Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and the customer reported malfunction was verified. The se replaced the graphic user interface (gui) printed circuit board (pcb), and downloaded the latest software revision to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator's display became inoperable. There was no patient involvement.